Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The following issue was reported from the customer. "An (B)(6) year old thoracic case. Despite standard drugs had a persistent reading of 85 psi with sefl of 24 on both sides. Further bonus of propofol 200 + fent 100 + et sev increased to 2.9 (mac 2.0) - no change. Bp down . Abandoned reliance on sed and sev reduced to mac 1 further 5 mins later sed down to 35 but intermittently back up to 65. Eventually settled readings." No known impact or consequence to patient was reported.